Event description:
It was reported that during a shoulder case using a quantum 2 controller with an ambient super turbovac 90 ifs wand, when the wand was connected only the coagulation function would activate and the controller gave an error code. A second like wand was opened and tested, yielding the same results. The user turned the controller off and back on the received a different error code. The surgeon opted to complete the procedure using a competitor's device, instead. There were no significant delays or pt complications reported as a result of this event.